Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the iodine swabs in the urethral catheterization trays were missing.

Event description:
It was reported that the iodine swabs in the urethral catheterization trays were missing.

Manufacturer narrative:
The reported event was unconfirmed, as the product could not fail to meet the specifications. The device would not fail to meet the relevant specifications. The product used for treatment purposes. The product was related to the reported failure. A potential root cause for this failure mode could be due to ¿incorrect operation.¿ neither a DHR review nor manufacturing review were completed because the reported event was unconfirmed. The instructions for use were found adequate and state the following: "this product does not contain povidone-iodine as indicated on the primary packaging. Please obtain appropriate antiseptic or sterile solution to perform peri urethral cleaning prior to catheter insertion using established aseptic technique." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.